Event description:
Boston scientific received information that the transvenous right ventricular (rv) lead in association with this cardiac resynchronization therapy defibrillator (crt-d) did exhibit low shock impedance. There were no reported adverse patient effects and the local area sales representative confirmed that there was no plan for any action to be taken at this time.

Manufacturer narrative:
To datem information suggests that these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.